Event description:
Additional information: the patient went home after surgery and the incision was not closed properly. The incision opened up and became infected. The patient went to the hospital and the pump was replaced. The patient stated, ¿the pump now works great for me and changed the quality of life.¿

Event description:
It was reported that following implant patient's pump began to alarm. Patient went to the hospital and "one hour after pump began to alarm and his pocket site came open". It was added that the patient had not experienced any symptoms at the time of the pump alarming. Patient was admitted for a few days and the pump was explanted from the right side of the abdomen and a new pump was implanted on the left side of the abdomen.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the patient had the pump replaced and then the incision healed. Per the patient, the symptom was "lack of healing of the incision".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Updated pump model/ serial number to 8637-40/ (B)(4).

Event description:
Additional information received reported that it was the patient's second pump which was involved with the wound dehiscence and infection.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Additional information was received. On the day following implant, the incision had come open and the pump came out of the patient's body. The device system had been used to deliver dilaudid.

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: 2007 (B)(6), explanted: unk. (B)(4).